Manufacturer narrative:
Device not anticipated to be returned.

Event description:
A 70cm length sheath from one procedure kit was used with a 55cm length laser fiber from a separate procedure kit during an endovenous laser ablation procedure. The distal section of the sheath separated in the patients leg upon activation of the laser and was removed with a snare. No impact to the patient was reported.